Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis.

Event description:
It was reported that during the implant procedure, the helix would not extend normally. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.